Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Despite the issue with the button, the customer will continue using the current pump until a replacement is received. Customer technical support (cts) instructed the caller on how to address the button issue temporarily and confirmed the return and replacement process, including the requirement to return the problematic pump within ten days using a pre-paid label.